Manufacturer narrative:
The customer returned a video of the texium leaking at the connection site to a needle. The report of leakage was confirmed by the video. The issue was unable to be replicated for this complaint without a physical sample. A trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. Device history record review for model 24601-b007t lot number 24055600 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that I am writing to formally address a serious concern regarding the performance of the texium closed system tubing we have been using in our chemotherapy administration. We have experienced multiple occurrences of leakage from the tubing, which has not only compromised the integrity of our chemotherapy protocols but has also posed significant safety risks to our staff and patients. Specifically, we have documented four instances where leakage occurred during chemotherapy infusions, necessitating the activation of our hazardous materials team to clean contaminated areas. This process is not only disruptive but also increases the potential for exposure to hazardous substances, which is unacceptable in a clinical setting. Additionally, we encountered a critical incident where the texium adapter broke while a nurse was attempting to attach it to a patient's IV port. This situation not only delayed treatment but also put the patient at risk and caused considerable distress among our staff. For your review, I have attached a video documenting one of the leakage incidents, which further illustrates the gravity of this issue.